Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The d4 "UDI," d5 and e1 "telephone number" were corrected based on information available at the time of the initial submission. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 8 years since the subject device was manufactured. Based on the results of the investigation, due to leakage, reprocessing could not be conducted properly therefore the foreign material could not be removed. The suggested event is detectable and preventable by handling the scope in accordance with the following sections of the instructions for use: - evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection - evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for inspection, and the customer's issue of ¿air water jet too weak" was confirmed. The following findings were also noted during device evaluation: the clogging inside the nozzle unit could not be removed. It is unknown, what kind of material is responsible for the clogging. Due to clogging of nozzle, water removal ability does not meet specifications. Due to wear of grip o-ring, water tightness is lost, grip has a scratch, air/water cylinder has no color, suction-cylinder has no color, the switch box has a scratch, right/left knob has a scratch, up/down knob has a scratch, due to damage on guide pin of electrical-connector, water tightness is lost, number of max. Cumulative uses reached, scope connector cover unit has a scratch, label on scope connector is peeled, scope-connector has a scratch, electrical-connector has discoloration due to water leakage, due to a chip on plastic distal end cover, insulation resistance value at distal end does not meet the standard value, light guide-bundle has breakage, objective lens has a scratch, light guide lens has a crack, universal cord has coating peeling, and the connecting tube has snag. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the evis exera ii gastrointestinal videoscope air water jet was too weak during procedure. Upon inspection and evaluation, the air water nozzle unit is clogged with a foreign material. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.